Event description:
On 06jan2022 accelus was informed of a post operative failure on a non-modular standard screw. The original procedure took place on (B)(6) 2021. It was confirmed by x-ray imaging during a follow up visit that one of the tulips was dissociated from the screw shank. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. No patient injury or harm was reported. At this time there are no plans to perform a revision surgery, the surgeon intends to monitor the patient.